Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128 (lot: va2megu); product type: 0200-lead; implant date on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient activated MRI mode to show full body but they were concerned as patient mentioned they had "2 leads" that were not working and in a "yellow state". Caller stated that patient found out about this at their managing hcp's office about 2 months ago. Caller mentioned that patient may have had an MRI previously in which MRI mode was not activated. Troubleshooting was not required. Tss reviewed that patient was likely referring to an impedance issue and that impedances don't factor into MRI eligibility. Caller mentioned a historical event that patient wasn't able to be scanned previously as they couldn't get into MRI mode. Tss asked and from what caller understood, they believed that the patient's remote needed to be replaced as it wasn't working.